Event description:
It was reported the device displayed motor failure error. No patient injury was reported.

Manufacturer narrative:
Other text: b5: correction: additional information was received on 01-jun-2022 and attached to the complaint. No patient was involved and no patient harm happened. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: device evaluation: one pump sample was received at manufacturing. Visual and functional evaluation was performed on the returned sample. Visual inspection confirmed the physical condition of the device was all intact upon receipt. Functional evaluation per non-destructive analysis confirmed that when powering up the device, a constant alarm error was displayed. The microprocessor unit board mpu was determined to be defective. Error codes were unable to be downloaded from the event history log. Results: the customer reported problem was duplicated during the course of the investigation at which time a displayed red screen error code occurred. Root cause of the reported event was attributed to a defective microprocessor unit board which was replaced. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of the service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d1: correction: brand name: cadd solis vip, d5: correction: operator of device: unknown, e4: correction: initial reporter sent to FDA: unknown.